Event description:
The clinician reported that during surgery, there was leaking observed in the middle of the implant. There was an additional product used to stop the leak. It is unknown if the leak was a csf leak. There were no surgical delays or any adverse events associated with this event.